Manufacturer narrative:
(B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the suction coupling was replaced, to resolve 2 of the reported events the suction regulator was replaced.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced a malfunction causing a loss of suction. These reports were received from various sources. Of the 3 events, 3 did not involve patients.